Event description:
It was reported to philips that the system's geometry module was unable to move the c-arm. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that geometry module was unable to move the c-arm. Review of the system log file showed the malfunction in joystick pcb. Upon troubleshooting fse operated the joystick for the stand movement on the geo module, but there was no response or movement observed; so, confirmed the geo module issue. To resolve this issue, fse replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.